Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture with high unipolar and bipolar impedance, and high unipolar and bipolar thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.